Event description:
Report received of air observed in the pt line while the device was in use. The pump as delivering morphine. The customer described the tubing as 3/4 inch of air, followed by approx 3/4 inch to 1 inch of fluid. This alternate pattern of air and fluid went from the medication vial (morphine) through the pump and down towards the pt. The customer stated that the pump did not give an audible alarm, nor did it display "air in line". The pt did not experience any adverse effects. Though requested, no further info was available.